Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.